Event description:
It is reported that a customer found fluid behind the screen of his insulin pump. The customer's blood glucose was not recorded. The customer is unsure how the fluid got into the device. The customer was advised that the pump needed to be sent back for analysis. No further information was provided.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.